Event description:
During a phacoemulsification procedure, this ophthalmic microsurgical unit would not aspirate while in the phaco mode. Aspiration, however, could be completed in the irrigation/aspiration mode. This greatly increased the length of the procedure and necessitated add'l incisions. There was no pt injury and the procedure was successfully completed.